Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (lesion morphology, 90 % stenosis). Inherent risk of procedure (stent deformation). Deformation problem (stent). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology, 90 % stenosis). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
The physician intended to use a 3.00 x 30 mm endeavor resolute rx drug eluting stent. The target lesion was in the rca with 90 % stenosis. The device was prepped prior to use with no issues noted. The lesion was pre-dilated but the device could not pass the lesion. The physician used a new device to complete the surgery. No patient complications were reported. Evaluation summary: the device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. The stent was positioned between the marker bands as per specifications. The 12th and 13th distal stent segments were raised. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.